Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin after learning from technical support that the reset was a built-in safety feature which requires components like insulin on board and max hourly bolus to be reset to zero, and cgm sessions to be manually restarted. The customer acknowledged and understood the instructions provided.